Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial analysis identified a product performance issue. Upon further testing, the unit boot failed with input/output (I/o) and printed circuit board (pcb) replaced. The laboratory was not able to fix the board due to defective c587 which had burnt together with the pads.